Event description:
Allegedly the patient has what appears to be a mal-positioned cup. Dr . (B)(6) is aware that this ti neck should be removed.(right) head, sleeve, neck and cup was removed. Stryker cup was implanted with screws and their dual mobility liner was used with our head(28mm) and neck. Cultures taken.